Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included measles vaccine (measles) in (B)(6) 2021 and tozinameran (pfizer biontech covid-19 vaccine) in (B)(6) 2021 for vaccination. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("tiredness"), back pain ("lumbar pain +++, cramps +++ lower back"), herniated disc ("herniated disc l5-l6"), psoriasis ("psoriasis") and restless legs syndrome ("restless legs syndrome"). In 2017, the patient was found to have neuroma ("neuroma removal") and experienced meningocele ("meningocele complication"). In 2018, the patient experienced carpal tunnel syndrome ("bilateral carpal tunnel operated"). In 2019, the patient experienced cervicobrachial syndrome ("intense cervico-brachial neuralgia (small cervical hernia c5-c6) + right shoulder pain + bilateral epicondylitis"), cervical disc herniation ("small cervical hernia c5-c6"), arthralgia ("right shoulder pain"), epicondylitis ("bilateral epicondylitis, bilateral epitrochleitis, tennis elbow"), tendonitis ("tendinitis, tendinitis in both arms (from shoulder to tips of fingers), difficulty in holding objects and squeezing"), musculoskeletal stiffness ("feeling of tightness 3 fingers right hand") and musculoskeletal pain ("+ and + intense muscle pain, joints, tendons all over the body, impression of "being on fire" in the cervical area"). In (B)(6) 2021, the patient experienced hypertension ("pfizer vaccines with side effects reported (arterial hypertension at 17/11 for 2 months), installation in (B)(6) 2021"). In 2021, the patient experienced fibromyalgia ("suspicion of post-vaccination fibromyalgia"). In (B)(6) 2021, the patient experienced eczema ("eczema"), hyperhidrosis ("excessive sweating (no confirmed menopause)"), pain in extremity ("right calf pain (no vein thrombosis)"), neck stiffness ("neck stiffness"), neck pain ("neck pain +++, extremely intense at night with throbbing sensation and burning neck"), cystitis ("cystitis +++ (ineffective antibiotic)"), dysuria ("urination burns"), tinnitus ("tinnitus"), lacrimation increased ("runny eyes"), glare ("difficulty driving at night with glare and burns"), eye irritation ("difficulty driving at night with glare and burns") and abdominal pain upper ("stomach cramps +++, impression of "being on fire" in the stomach area"). On an unknown date, the patient experienced insomnia ("little sleep: 2 to 3 hours"). The patient was treated with amitriptyline hydrochloride (laroxyl), antibiotics, cannabis sativa (cannabio cbd), cortisone, gabapentin (neurontin), morphine, nsaids, opioids and surgery (carpal tunel operated and neuroma removal). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, back pain, arthralgia, tendonitis, musculoskeletal pain, hypertension, fibromyalgia, eczema, hyperhidrosis, pain in extremity, neck stiffness, neck pain, cystitis, dysuria, tinnitus, lacrimation increased, glare, eye irritation, abdominal pain upper and insomnia had not resolved and the herniated disc, psoriasis, restless legs syndrome, neuroma, meningocele, carpal tunnel syndrome, cervicobrachial syndrome, cervical disc herniation, epicondylitis and musculoskeletal stiffness outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, carpal tunnel syndrome, cervicobrachial syndrome, cystitis, dysuria, eczema, epicondylitis, eye irritation, fatigue, fibromyalgia, glare, herniated disc, hyperhidrosis, hypertension, insomnia, lacrimation increased, meningocele, musculoskeletal pain, musculoskeletal stiffness, neck pain, neuroma, pain in extremity, pelvic pain, psoriasis, restless legs syndrome, tendonitis, tinnitus, cervical disc herniation and neck stiffness with essure. The reporter commented: since early 2016 amongst others lumbar pain +++, herniated disc l5-l6, pelvic pain, in 2017 neuroma removal, meningocele complication, in 2018, bilateral carpal tunnel operated, in 2019, also intense cervico-brachial neuralgia (small cervical hernia c5-c6), right shoulder pain +, bilateral epicondylitis +, bilateral epitrocleitis + tennis elbow +, tendinitis +, feeling of tightness 3 fingers right hand + appearance of + and + intense muscle pain, joints, tendons all over the body, no analgesic has relieved since that date (cortisone, then nsaids, then neurontin, laroxyl, then morphine, cbd, opioid ... No effect), in 2020: pains increasing and fatigue +++, in 2021: (B)(6) 2021 pfizer vaccines with side effects reported (arterial hypertension at 17/11 for 2 months and 2nd mid-year report with suspicion of post-vaccination fibromyalgia), pain still reactivated after measles vaccines in (B)(6) 2021, with each injection symptoms even stronger than the previous ones. Currently ((B)(6) 2021) for 3 weeks, onset of eczema, excessive sweating (no confirmed menopause), right calf pain (no vein thrombosis), neck stiffness and neck pain +++, extremely intense at night with throbbing sensation and burning neck, tendinitis in both arms (from the shoulder to the tips of the fingers), difficulty in holding objects and squeezing, cystitis +++ (ineffective antibiotic) still urination burns, appearance of tinnitus, runny eyes and difficulty driving at night (ophthalmic appointment (B)(6) 2021 nothing abnormal detected) with glare and burns, installation of arterial hypertension, cramps +++ (stomach, lower back). Little sleep: 2 to 3 hours, the impression of "being on fire" in the stomach and cervical areas, not a cm2 seems spared by pain diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ophthalmological examination - in (B)(6) 2021: unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-nov-2021. The most recent information was received on 19-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included measles vaccines in (B)(6) 2021 and tozinameran (pfizer biontech covid-19 vaccine) in (B)(6) 2021 for vaccination. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("tiredness"), back pain ("lumbar pain +++, cramps +++ lower back"), herniated disc ("herniated disc l5-l6"), psoriasis ("psoriasis") and restless legs syndrome ("restless legs syndrome"). In 2017, the patient underwent neurectomy ("neuroma removal") and experienced meningocele ("meningocele complication"). In 2018, the patient underwent carpal tunnel decompression ("bilateral carpal tunnel operated"). In 2019, the patient experienced cervicobrachial syndrome ("intense cervico-brachial neuralgia (small cervical hernia c5-c6) + right shoulder pain + bilateral epicondylitis"), cervical disc herniation ("small cervical hernia c5-c6"), arthralgia ("right shoulder pain"), epicondylitis ("bilateral epicondylitis, bilateral epitrochleitis, tennis elbow"), tendonitis ("tendinitis, tendinitis in both arms (from shoulder to tips of fingers), difficulty in holding objects and squeezing"), stiff fingers ("feeling of tightness 3 fingers right hand") and musculoskeletal pain ("+ and + intense muscle pain, joints, tendons all over the body, impression of "being on fire" in the cervical area"). In (B)(6) 2021, the patient experienced hypertension ("pfizer vaccines with side effects reported (arterial hypertension at 17/11 for 2 months), installaton in (B)(6) 2021"). In 2021, the patient experienced fibromyalgia ("suspicion of post-vaccination fibromyalgia"). In (B)(6) 2021, the patient experienced eczema ("eczema"), hyperhidrosis ("excessive sweating (no confirmed menopause)"), pain in extremity ("right calf pain (no vein thrombosis)"), neck stiffness ("neck stiffness"), neck pain ("neck pain +++, extremely intense at night with throbbing sensation and burning neck"), cystitis ("cystitis +++ (ineffective antibiotic)"), dysuria ("urination burns"), tinnitus ("tinnitus"), lacrimation increased ("runny eyes"), glare ("difficulty driving at night with glare and burns"), eye irritation ("difficulty driving at night with glare and burns") and abdominal pain upper ("stomch cramps +++, impression of "being on fire" in the stomach area"). On an unknown date, the patient experienced insomnia ("little sleep: 2 to 3 hours"). The patient was treated with amitriptyline hydrochloride (laroxyl), antibiotics, cannabis sativa (cannbio cbd), cortisone, gabapentin (neurontin), morphine, nsaids, opioids and surgery (carpal tunel operated and neuroma removal). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, back pain, arthralgia, tendonitis, musculoskeletal pain, hypertension, fibromyalgia, eczema, hyperhidrosis, pain in extremity, neck stiffness, neck pain, cystitis, dysuria, tinnitus, lacrimation increased, glare, eye irritation, abdominal pain upper and insomnia had not resolved and the herniated disc, psoriasis, restless legs syndrome, neurectomy, meningocele, carpal tunnel decompression, cervicobrachial syndrome, cervical disc herniation, epicondylitis and stiff fingers outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, carpal tunnel decompression, cervicobrachial syndrome, cystitis, dysuria, eczema, epicondylitis, eye irritation, fatigue, fibromyalgia, glare, herniated disc, hyperhidrosis, hypertension, insomnia, lacrimation increased, meningocele, musculoskeletal pain, neck pain, neurectomy, pain in extremity, pelvic pain, psoriasis, restless legs syndrome, stiff fingers, tendonitis, tinnitus, cervical disc herniation and neck stiffness with essure. The reporter commented: since early 2016 amongst others lumbar pain +++, herniated disc l5-l6, pelvic pain, in 2017 neuroma removal, meningocele complication, in 2018, bilateral carpal tunnel operated, in 2019, also intense cervico-brachial neuralgia (small cervical hernia c5-c6), right shoulder pain +, bilateral epicondylitis +, bilateral epitrochleitis + tennis elbow +, tendinitis +, feeling of tightness 3 fingers right hand + appearance of + and + intense muscle pain, joints, tendons all over the body, no analgesic has relieved since that date (cortisone, then nsaids, then neurontin, laroxyl, then morphine, cbd, opioid ... No effect), in 2020: pains increasing and fatigue +++, in 2021: jan-and (B)(6) 2021 pfizer vaccines with side effects reported (arterial hypertension at 17/11 for 2 months and 2nd mid-year report with suspicion of post-vaccination fibromyalgia), pain still reactivated after measles vaccines in sep and (B)(6) 2021, with each injection symptoms even stronger than the previous ones. Currently ((B)(6) 2021) for 3 weeks, onset of eczema, excessive sweating (no confirmed menopause), right calf pain (no vein thrombosis), neck stiffness and neck pain +++, extremely intense at night with throbbing sensation and burning neck, tendinitis in both arms (from the shoulder to the tips of the fingers), difficulty in holding objects and squeezing, cystitis +++ (ineffective antibiotic) still urination burns, appearance of tinnitus, runny eyes and difficulty driving at night (ophthalmic appointment (B)(6) 2021 nothing abnormal detected) with glare and burns, installation of arterial hypertension, cramps +++ (stomach, lower back). Little sleep: 2 to 3 hours, the impression of "being on fire" in the stomach and cervical areas, not a cm2 seems spared by pain diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kgs. Ophthalmological examination - in (B)(6) 2021: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.